Manufacturer narrative:
Two catheters were returned for evaluation. They arrived in unsealed pouches. Examination of the catheters revealed that the tips were intact. The corresponding pouches did not have voids in the seals which would indicate the product was outside of the pouch during packaging, increasing the opportunity for cut off. Based on this information, the complaint cannot be confirmed as reported. To date, no other complaints have been recorded for this lot number.

Event description:
According to the information received, an end user reported catheter tips that are not the normal length, some broken off.

Event description:
(B) (6).according to the information received, an end user reported catheter tips that that are not the normal length, some broken off.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer.